Manufacturer narrative:
Evaluation results suggest that this event would be realted to rough handling during shipment of this product to the customer.

Event description:
Nurse opened packaging to deliver to sterile field and noted that the device broke through both blister packs. New implant was opened and implanted. This event did not cause an adverse consequence to the pt or surgical delay.